Manufacturer narrative:
(B)(4). Batch # m92a33. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic colorectal cancer exploration under general anesthesia.(colon cancer) procedure, the blade tip broke without obvious inducement and destructive use. Changed to a new one to complete the surgery. There was no patient consequence reported.